Manufacturer narrative:
Evaluation summary: the lens was returned in a specimen cup. The lens was cleaned with lphse. Light scuffs are observed. The optical resolution is acceptable; lens meets specification readings for a focal length 21.0 and cylinder 3.75. The product history records were reviewed and the documentation indicated the product met release criteria. No problem was found with the lens. Power and resolution were acceptable for the indicated lens model diopter/cylinder power. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A nurse manager reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for a different lens model half a diopter difference in power. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by an ophthalmologist, who reported that in his opinion the iol did not cause/contribute to the event. He explains that the iol used was not the best choice for this patient. The iol did not cause the iol to dislocate. This was most likely due to incision leaks and the anterior chamber collapsed with iol displacement. Four days later, the iol was repositioned and the rotation procedure results in 1-piece iol located in the sulcus causing pigment dispersion glaucoma and severe vision distortion due to the iol being decentered and continuing to rotate in the sulcus and not being at the correct axis (off axis). The patient also has significant corneal coma from the sclerocornea which does not help matters. Approximately one month later, the iol rotated. Approximately 11 months later, the iol was exchanged for a different lens model and a glaucoma stent was also implanted. The outcome of the event continues as the replacement lens is malpositioned in the sulcus. The event is expected to resolve with an iol exchange.